Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, powers on and off without user input, which was experienced during evaluation. Evaluation found when the unit was powered on using ac and/ or dc power supplies, the unit would power on then power back off. After the case halves were opened, evaluation found the back flex cable was not fully inserted into the j6 connector of the input/output printed circuit board (I/o pcb). The black flex cable was re-seated onto the j6 connector to correct this condition. The flex being improperly seated is likely due to the unauthorized servicing of this device. The I/o pcb contained in this device was installed outside the factory, an operation which is not permitted.

Event description:
It was reported that a spectrum pump powered on and off without user input when plugged in. Any patient involvement, injury or medical intervention is unknown.